Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 04/11/2017 device evaluation: the device has been returned and evaluated by product analysis on 03/18/2017 with the following findings: during investigation, there was moisture corrosion in the battery compartment. The battery compartment was found to be cracked. A leak test was performed and failed due to a battery compartment leak. The pump was opened and there was moisture damage found on the printed circuit board. There was no power to the pump due to moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.